Event description:
It was reported that the patient thought to be experiencing an infection with an inflatable penile prosthesis (ipp). The patient indicated to have had a continuous urinary tract infection and suspected it might be stemming from the implant.